Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to ask for assistance in making an adjustment. The caller said the patient had intermittent control of their bladder symptoms; that it would go in streaks. When asked, they did not know how it had been going on. They said that yesterday and the day before, the patient had been having more accidents. When asked, they did not know what the patient's overall level of improvement was since implant. With instruction, the caller connected to the implant and adjusted the setting from 2.1 volts to 2.4 volts. They planned to monitor and track symptoms for at least three to four days before making another adjustment.